Event description:
It was reported that the patient presented in clinic for routine generator changeout procedure. During the procedure, it was noted that the patient's atrial lead sustained insulation breach near the pocket. The physician elected to repair the lead during procedure. The patient was stable.